Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. A technical error code was generated indicating the memory backup battery on control pc board is depleted and should be replaced. It is noted that the technical error codes indicating power and software errors was generated during replacement of the memory backup battery on the control pc board. The memory backup battery power supplies the internal memory on the control pc board. A depleted memory backup battery will not affect ventilation and must be replaced after five years. There is no indication of ventilator malfunction. The root cause of the event was a depleted memory backup battery.

Event description:
It was reported that the ventilator generated a technical error codes indicating a power and software error. There was no patient harm. Manufacturer's ref. #: (B)(4).